Manufacturer narrative:
2 potential lot numbers were provided: 64307733/64398123. Device not returned.

Event description:
As reported, during a transfemoral tavr for a 20mm sapien 3 valve, esheath insertion difficulty in patient occurred; the sheath got stuck at the common iliac artery (cia) and was unable to be inserted. The dilator of the sheath was caught in the cia stenosis part. After insertion and dilation of the balloon, the sheath was able to be inserted and the procedure proceeded as usual. After removal of the sheath, digital subtraction angiography (dsa) revealed intimal detachment in the superficial femoral artery (sfa). A vascular complication occurred and the treatment for intimal detachment was a balloon dilation. The decision was made to abort the procedure. An endovascular therapy (evt) would be scheduled at a later date if necessary.